Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-may-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 20mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a non-bsc stent. No patient complications nor injuries reported. However, returned device analysis revealed stent damage.